Event description:
Reporter has had to have her uterus removed because of the device. She says many other women have had the same, some with full hysterectomy. She had severe cramping and bleeding about a month after device inserted. She was having pain so severe she couldn't have sex with her husband. She also had bleeding every day. The essure was lodged in her uterus so severely the hysterectomy was necessary. Doctor says after it is in so long, scar tissue is formed and that's why it has to be removed with a hysterectomy. Apparently, the device shifts and embeds in the uterus, per MFR to reporter's gyn. Reporter is aware of a website where many women report they are having the same problems (B)(6). Reporter had the hysterectomy a year ago but she still has pain in her ovaries.